Event description:
It was reported through a filed lawsuit, that allegedly, "the sales personnel failed to bring the proper insert to surgery (a constrained insert) and the pt allegedly thereafter suffered dislocation and had to ultimately go back to surgery and have the constrained liner implanted."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No additional info is available at this time. The devices are not available due to the ongoing litigation.